Manufacturer narrative:
Medical device expiration date: na. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while testing for sars-cov-2, the bd max¿ system, bd max¿ instrument produced unusual curves. There was no indication of confirmatory testing, or that results were reported to clinicians. There was also no report of patient impact. Assays used: sars-cov-2 / flu / rsv. The following information was provided by the initial reporter: "unusual curves." "It was rsv with the certest covid/flu/rsv assay."

Manufacturer narrative:
Investigation summary: the complaint alleges the bd max instrument (catalog number 441916 and serial number (B)(6)) had a false positive. Customer reported that they had unusual curves on rsv that would often time lead to false positive results. Field service was dispatched. Field service performed alignment of the instrument. Instrument was returned to the customer functional. Review of device history record for instrument serial number, (B)(6) is not required because this complaint does not allege an early life failure or a failure at install. Device was installed on 13mar2020, and since then other service activities have occurred, such as preventative maintenance and repair, which have changed the configuration of the instrument since release from manufacturing. Service history review was performed for the instrument (B)(6) and no additional work order was observed for the complaint failure mode reported. No samples were returned for investigation, therefore returned sample analysis was not performed. Root cause cannot be determined with the information provided. Complaint is confirmed by field service. Review of risk management files confirms there are no new, modified, or additional risks associated with this failure mode.

Event description:
It was reported that while testing for sars-cov-2, the bd max¿ system, bd max¿ instrument produced unusual curves. There was no indication of confirmatory testing, or that results were reported to clinicians. There was also no report of patient impact. Assays used: sars-cov-2 / flu / rsv. The following information was provided by the initial reporter: "unusual curves." "It was rsv with the certest covid/flu/rsv assay."